Event description:
Unomedical reference number (B)(4). Event occurred in germany it was reported that patient faced infection on his abdomen on (B)(6)2024 at an old infusion site. His c-reactive protein (crp) levels were reported to be 28 (no units available). He said that another (new) infusion site has become infected. The patient was referred to the physician. He reported that the inflamed area felt warm, and he had the feeling of getting a fever. No further information available.